Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and did not find system issues. The cse discovered the cuvette ionizer was dirty. The cse cleaned the cuvette ionizer. The cse primed the system and performed quality control (qc), which was acceptable. The cse performed a precision run using patient troponin sample with good results. A siemens headquarter support center (hsc) specialist evaluated the data and concluded the potential cause of the discordant troponin ultra result may have been an issue with the sample being tested. The cause of the discordant tniu result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin ultra result was obtained on one patient sample on an advia centaur cp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument and on the same instrument, resulting lower. New sample obtained from the patient were tested on an alternate instrument and resulted as <0.06 and 0.008. The corrected result obtained from an alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin ultra result.